Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint description. Furthermore the impedance trend curve demonstrated stable values around 550 ohms in november 2018 with subsequent increases to around 900 ohms in december and two peaks to approx. 1400 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation duration of approx. 74 months, it was reported that the lead was capped due to inappropriate shock delivery. The implant date was not provided.